Manufacturer narrative:
Additional information: d4 (expiration date, UDI), d9, h3, h4, h6(update codes), h11. H11: the actual device and companion samples were received for evaluation. The 2.5mm coupler product was returned in a biohazard bag with no rings included. A functional test was performed on the jaw assembly. The jaw assembly was clicked into the anastomotic instrument (ai) as intended. The knob of the ai was rotated to ensure the jaw assembly would function as intended within the surgical process. The companion sample was received in a sealed packaging. The 2.5mm coupler was clicked into the ai and brought together. This was to mimic the use in the surgical process. The rings aligned when approximated. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two couplers had rings dislodged. During a venous anastomosis in the maxillofacial surgery unit the user observed when closing the coupler that the implant had become detached from the clamp used to perform this procedure. Four devices were used to complete the procedure, two of which malfunctioned. There was no report of patient injury or medical intervention associated with this event. No additional information is available.